Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal prialt 35 mcg/ml at 1.204 mcg/day via an implanted pump for spinal pain. The patient experienced a lack of efficacy and the event/difficulty occurred on (B)(6) 2018. The patient had a lack of relief with prialt. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was scheduled for (B)(6) 2018. It was noted the issue was not resolved at the time of this report and the patient¿s status was ¿alive-no injury.¿ other medications the patient was taking at the time of the event were ¿unable to be obtained, not available.¿ surgical intervention did not occur and it was unknown if surgical intervention was planned (rep would follow-up for more information). The patient¿s weight and medical history were also unknown, but would follow-up for more information. Additional information was received from a consumer via company representative (rep) indicated the rep saw the patient at the office and were unable to do dye study due to patient allergy to dye, but did do a rotor study, which was normal. The tip of the catheter was located at t10 and appeared intrathecal. The patient complained of burning pain at the bottom of the pump pocket, no pain control, and an intermittent burning/icy hot/feeling across the upper torso when therapy was initiated in january. She said that it was a nice feeling, so did not complain of it. The rate was put to minimum rate from 1.2 mcg/day to see if symptoms subside. Also consider that the pump was moving around in the pocket and this could be causing problem at pump site pocket. The patient would be referred back to the implanter for evaluation. The appointment was (B)(6) 2018 and patient¿s weight was (B)(6). The patient has a spinal cord injury (partial) and was in a wheelchair. No further complications were reported/anticipated or expected.